Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components and carriage components detached from the dcs. One of the carriage components was not returned with the dcs. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was received with the capsule fully opened. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A kink was observed on the proximal end of the inner member, near the spindle hub. Both tabs were observed to be detached from the actuator components. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The device was received with the handle components and carriage components detached from the dcs. One of the carriage components was not returned with the dcs. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A kink was observed on the proximal end of the inner member, near the spindle hub. The description of the event does not indicate that this damage occurred during the reported issue and it is more likely that this damage occurred during transit. Both tabs were observed to be detached from the actuator components actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inspected and the deployment knob appeared ¿open¿ once the dcs was removed from the package. With further manipulation of the knob, in attempt to fix, the system started to ¿disintegrate itself¿ (came apart). Another dcs successfully implanted the valve. No adverse patient effects were reported.